Event description:
It was reported that this patient with this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a wide complex ventricular tachycardia (vt) or supraventricular tachycardia (svt) rhythm in which 4 shocks were delivered. High, within normal range shock impedance measurements were observed. Immediately after this episode another episode was observed where the rhythm was an alternating pattern at times with possible t wave oversensing. Two shocks were provided, which had little impact. Following this, another episode showed alternating morphology and possible t wave oversensing. Five shocks were delivered, and therapy was exhausted. Technical services (ts) discussed options including x rays, consider revision or transvenous system. An electrophysiology study was planned for that day to look for possible vts to ablate. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.